Manufacturer narrative:
The customer performed the repair, and multiple unsuccessful attempts have been made to obtain the information regarding the status of the unit, if any components were replaced, and if it would be returned for an investigation.

Manufacturer narrative:
The device eval and repair was not yet performed. (B)(4).

Event description:
It was reported by a customer in USA that, an 840 ventilator had a blank screen. There was no pt involvement.